Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt stopped responding to auditory stimulation while using the cochlear implant sys. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple electrode anomalies. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.